Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the haptic was broken because iol could not be folded properly. The surgery was completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Company device was returned in a blister tray inside the carton. Solution is dried in the device. The plunger is fully advanced outside the tip of the nozzle. No damage observed. The lens is returned outside of the device, wrapped in a surgical gauze. Solution is dried on the iol. An approx. 50% of one haptic is broken/torn and is returned. The reporter states the use of non-company viscoelastic; this is not qualified for use with the implanted iol (intraocular lens) model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).